Event description:
It was reported that the device was used during a thoracoscopy. It was reported by the rep that as the ez45b was being maneuvered around the lung tissue, the cartridge dislodged and fell into the patient. The instrument was removed and the surgeon attempted to retrieve the cartridge with another instrument (long grasper). It was noticed as the cartridge was coming out that a small piece was broken off and missing. A thoracotomy was then performed to retrieve the broken piece of the cartridge. There was (1) hour extended or time, the patient was admitted to ICU and had an extended hospital stay (unknown as to how long).